Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ bad bleeding/ bleeding issues/ terrible bleeding during my period') in a 21-year-old female patient who had essure (batch no. B27927-not valid, 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, supraventricular tachycardia, asplenia, menses irregular, endometriosis, left lower quadrant pain, nephrolithiasis, ovarian cyst and c-section (physician believes the patient have a lot oder scaring from the c-section.). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain/ pain in my right side"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other"), endometriosis ("I have endometriosis.. I have never had it before") and polycystic ovaries ("pcos"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and full hysterectomy with bilateral salpingectomy, oophorectomy- unilateral). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the depression, anxiety, dyspareunia, endometriosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, polycystic ovaries, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: if no removal planned, select reason(s) - unable to afford surgery (discrepancy noted) date(s) of removal: (B)(6) 2016, bilateral salpingectomy (discrepancy noted). A second device was then used and was placed without difficulty with four trailing coils on the right side. Patient reported that her physician told her she possibly has polycystic ovarian syndrome (pcos). Patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices, bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology diagnosis: a. Peritoneum. Biopsy: benign fibrous triosis. No evidence of endometriosis. B. Left fallopian tube, salpingectomy: fallopian tube without significant pathology c. Left e coil. Removal: us-rd-sop-1233 (local supplement) version 5.0 us pharmacovigilance legal case extraction form essure ® page 4 of 6 coil. D. Right fallopian tube, salpingectomy: fallopian tube without significant pathology. E. Right e coil, removal: coil. Clinical impression: pre-op diagnosis: pelvic pain in female, irregular menses.. Lot b27927 is not valid. Lot number: 827927, manufacturing date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for events abdominal pain, abnormal bleeding(vaginal, genital) and bladder/urinary problems was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs was received. New events-" abnormal bleeding (vaginal, menorrhagia), depression, mental anguish", new reporters, patient demographic,treatment drugs, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: if no removal planned, select reason(s) - unable to afford surgery (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: abdominal pain, bleeding: gen. Abnormal. Bleed, bladder/urinary problems: other were added. Laboratory data clubbed with previous results. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ bad bleeding/ bleeding issues/ terrible bleeding during my period') in a 21-year-old female patient who had essure (batch no. B27927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, supraventricular tachycardia, asplenia, menses irregular, endometriosis, left lower quadrant pain, nephrolithiasis, ovarian cyst and c-section (physician believes the patient have a lot oder scaring from the c-section.). On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain/ pain in my right side"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other"), endometriosis ("I have endometriosis.. I have never had it before") and polycystic ovaries ("pcos"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6)-2016 and full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, dyspareunia, endometriosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, polycystic ovaries, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: if no removal planned, select reason(s) - unable to afford surgery (discrepancy noted) date(s) of removal: (B)(6)2016, bilateral salpingectomy (discrepancy noted). A second device was then used and was placed without difficulty with four trailing coils on the right side. Patient reported that her physician told her she possibly has polycystic ovarian syndrome (pcos). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices, bilateral occlusion. Pathology test - on (B)(6)-2016: surgical pathology diagnosis: a. Peritoneum. Biopsy: benign fibrous triosis. No evidence of endometriosis. B. Left fallopian tube, salpingectomy: fallopian tube without significant pathology c. Left e coil. Removal: us-rd-sop-1233 (local supplement) version 5.0 us pharmacovigilance legal case extraction form essure ® page 4 of 6 coil. D. Right fallopian tube, salpingectomy: fallopian tube without significant pathology. E. Right e coil, removal: coil. Clinical impression: pre-op diagnosis: pelvic pain in female, irregular menses.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ bad bleeding/ bleeding issues/ terrible bleeding during my period') in a 21-year-old female patient who had essure (batch no. B27927-not valid, 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, supraventricular tachycardia, asplenia, menses irregular, endometriosis, left lower quadrant pain, nephrolithiasis, ovarian cyst and c-section (physician believes the patient have a lot oder scaring from the c-section.). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain/ pain in my right side"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other"), endometriosis ("I have endometriosis.. I have never had it before") and polycystic ovaries ("pcos"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, dyspareunia, endometriosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, polycystic ovaries, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: if no removal planned, select reason(s) - unable to afford surgery (discrepancy noted) date(s) of removal: (B)(6) 2016, bilateral salpingectomy (discrepancy noted). A second device was then used and was placed without difficulty with four trailing coils on the right side. Patient reported that her physician told her she possibly has polycystic ovarian syndrome (pcos). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices, bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology. Diagnosis: a. Peritoneum. Biopsy: benign fibrous triosis. No evidence of endometriosis. B. Left fallopian tube, salpingectomy: fallopian tube without significant pathology c. Left e coil. Removal: us-rd-sop-1233 (local supplement) version 5.0 us pharmacovigilance legal case extraction form essure ® page 4 of 6 coil. D. Right fallopian tube, salpingectomy: fallopian tube without significant pathology. E. Right e coil, removal: coil. Clinical impression: pre-op diagnosis: pelvic pain in female, irregular menses.. Lot b27927 is not valid. Lot number: 827927, manufacturing date: 2011-02, expiration date: 2014-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: if no removal planned, select reason(s) - unable to afford surgery (discrepancy noted) date(s) of removal: (B)(6) 2016, bilateral salpingectomy (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event dyspareunia (painful sexual intercourse) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ bad bleeding/ bleeding issues/ terrible bleeding during my period') in a 21-year-old female patient who had essure (batch no. B27927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, supraventricular tachycardia, asplenia, menses irregular, endometriosis, left lower quadrant pain, nephrolithiasis, ovarian cyst and c-section (physician believes the patient have a lot older scaring from the c-section.). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnormal. Bleed"), abdominal pain ("abdominal pain/ pain in my right side"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other"), endometriosis ("I have endometriosis.. I have never had it before") and polycystic ovaries ("pcos"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, dyspareunia, endometriosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, polycystic ovaries, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: if no removal planned, select reason(s) - unable to afford surgery (discrepancy noted) date(s) of removal: (B)(6) 2016, bilateral salpingectomy (discrepancy noted). A second device was then used and was placed without difficulty with four trailing coils on the right side. Patient reported that her physician told her she possibly has polycystic ovarian syndrome (pcos). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (per pfs): result: total bilateral occlusion. (Per mr): impression: occluded fallopian tubes with bilateral essure devices, bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology. Diagnosis: a. Peritoneum. Biopsy: benign fibrous triosis. No evidence of endometriosis. B. Left fallopian tube, salpingectomy: fallopian tube without significant pathology c. Left e coil. Removal: us-rd-sop-1233 (local supplement) version 5.0 us pharmacovigilance legal case extraction form essure ® page 4 of 6 coil. D. Right fallopian tube, salpingectomy: fallopian tube without significant pathology. E. Right e coil, removal: coil. Clinical impression: pre-op diagnosis: pelvic pain in female, irregular menses.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added. Event added: endometriosis, pcos. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.